Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility business name and contact information was not reported and is unknown. The reported distributor is: (B)(4). Japan zip/postal code: (B)(6) phone number: (B)(6) fax number:(B)(6). Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a jagwire was received by the customer on (B)(6) 2025. It was reported that upon opening, the beginning of the stitches is torn, revealing the contents. The product was not used in a procedure. No further information has been obtained despite good faith efforts. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility business name and contact information was not reported and is unknown. Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a jagwire was received by the customer on (B)(6) 2025. It was reported that upon opening, the beginning of the stitches is torn, revealing the contents. The product was not used in a procedure. No further information has been obtained despite good faith efforts. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.